Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. The fragment remains in patient and is not available for testing or analysis. Review with risk assessment team determined that, based on the provided information within this complaint, there is insufficient information to conclude that a manufacturing or design-related non-conformance is contributing to the patient's health risk. Thus, no corrective action is possible at this time. This type of event will continue to be monitored using risk management and trending procedures. Common sequences of events and contributing factors that can lead to this event are documented in the risk management file. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a field contact regarding a patient who underwent a fixation procedure for a spinal therapy. It was reported that the shaft of l5 screw broke near the pedicle. Since the tip could not be seen, only the screw head was removed, and the broken shaft was continued to be placed without being removed. The fragment is left in the patients body. This was a revision surgery and the reason for revision was removal as bone fusion was achieved. The products will be returned to the patient. Date of initial surgery: (B)(6) 2019 initial surgery procedure: l3 burst; fixation at 1 above-2 below mdt products used in initial surgery: voyager 4.75 it was reported that the event date is unknown as the products had been broken when it was noticed by physician. The broken screw tip is still lodged in l5. There is no schedule for re-operation due to the judgment that the fragment will not cause injury to patient. Levels implanted: l2/l5.